Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during implant, the stylet would not advance into the lead. The right ventricular (rv) lead was not used, and a different rv lead was implanted during the procedure. No patient complications have been reported as a result of this event.